Event description:
During endoscopy procedure this video routing device that routes 1 of the video feeds from the back of the stryker camera box had failed cutting the video feed in and out intermittently.